Event description:
It was reported that the pump date was incorrect, cause was unknown. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Reportedly, customer resumed insulin therapy and elevated bg was addressed by a correction bolus via the pump.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.